Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: black particle in the closing cone in the patient connector.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that there was foreign matter in the fluid path and the non-fluid path. After a visual inspection on all pumps, the particles were identified. This was deemed as a failure in the production process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.